Event description:
Luo, c.-b., lee, c.-h., lo, h.-y., chang, f.-c., lin, c.-j. (2024). Onyx as an adjunctive embolic material for transvenous e mbolization of cavernous sinus dural arteriovenous fistula after coiling. Journal of the chinese medical association. Https://doi.org/10.1097/jcma.0000000000001196 literature was reviewed regarding onyx as an adjunctive embolic material for transvenous embolization of cavernous sinus dural arteriovenous fistula after coiling. The following medtronic devices were used: onyx-34 among all patients adverse events / device product performance issues included: one patient (1.1%) experienced hemorrhagic complications during transvenous coil and onyx embolization (tvcoe). Patient experienced a postprocedural headache attributed to a small amount of subarachnoid hemorrhage, believed to be caused by injury to the dura from the guidewire/catheter system during manipulation. New-onset (n = 1) and aggravated (n = 1) sixth cranial nerve palsy (cnp) occurred in 2 (2.2%) cavernous sinus dural arteriovenous fistulas (csdavfs), with almost complete regression during the 6-month clinical follow-up. Cavernous symptoms with cnp observed in 51 (56.7%) of 90 patients. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: luo, c.-b., lee, c.-h., lo, h.-y., chang, f.-c., lin, c.-j. (2024). Onyx as an adjunctive embolic material for transvenous embolization of cavernous sinus dural arteriovenous fistula after coiling. Journal of the chinese medical association. Http s://doi.org/10.1097/jcma.0000000000001196 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient age and sex are the mean of the patients in the study. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.